Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The target lesion was located in the severely tortuous and mildly calcified left circumflex artery. A 1.50mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. It was tried to cross several times but still it failed to cross the lesion. It was then noted that the shaft of the device was kinked and was broken around 15-20 cm from the hub. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 51.9cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The target lesion was located in the severely tortuous and mildly calcified left circumflex artery. A 1.50mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. It was tried to cross several times but still it failed to cross the lesion. It was then noted that the shaft of the device was kinked and was broken around 15-20 cm from the hub. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.